Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2004 due to erosion and exposure. It was reported that the patient underwent mesh revision on (B)(6) 2005 due to erosion and exposure.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2015 due to exposure of mesh.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional information. Corrected information.